Event description:
It is reported that a customer experienced low blood glucose of 60 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer was declined trouble shooting and stated they did not want paramedics to be called. The customer could not see the serial number on their pump to verify the product. The customer's blood glucose at the time of the call was 147 mg/dl. The customer mentioned that they documented a past event with medtronic where the customer's blood glucose ran as high as 800 mg/dl. The customer was advised to see their health care provider about the fluctuation of glucose levels. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.